Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. Customer's blood glucose (BG) level was displayed as ¿High¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated BG. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.